Manufacturer narrative:
Failure analysis noted that the pump powered up properly after battery installation. The operating currents were within specifications. The pump was monitored and there was no blank display anomaly. There was no damage on the c13/lcd isolation tape. The pump alarmed compromised force sensor system during the prime/ compromised force sensor system alarm test at 4 pounds due to moisture damage on the force sensor resistor. There was no motion sensor test failure alarm. The motor was tested outside the device and passed. The pump had cracked battery tube threads and scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 189 mg/dl at the time of incident. The customer stated that he was trying to refill his pump when the pump delivered 100u of insulin then it went blank. The customer was unsure if the pump alarmed compromised force sensor system or motion sensor test failure. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.